Event description:
New information received notes that the patient returned to the clinic on (B)(6) 2023 for further testing. The diaphragmatic myopotential oversensing, noise could not be reproduced. There had been one cluster on (B)(6) 2023 which coincided with the patient being admitted into hospital for unrelated reasons. Since the myopotential, noise could not be reproduced this hospitalization was thought to be a likely explanation. A decision was made not to make any changes and the patient was simply going to be monitored for the foreseeable future.

Event description:
It was reported that several episodes of oversensing low amplitude noise thought to be diaphragmatic myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). The patient was to present in clinic for additional follow up. The patient was fine and there were no patient consequences.